Event description:
During an afib (atrial fibrillation) procedure it was reported, the tip of the catheter was not displayed when the catheter was inserted into the cardiac cavity. The cable of both catheter and piu sides was reconnected and then the cable was exchanged however the issue persisted. The issue was resolved by replacing the catheter. The procedure was completed without patient's consequence. Upon received the catheter it was identified there was char observed on the proximal side of the catheter tip dome measuring more than 1 mm in length. Due to this catheter condition, this is now a MDR reportable event

Manufacturer narrative:
(B)(4).